Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient¿s right neck was anesthetized and the internal jugular vein was accessed under ultrasound guidance. Venogram was performed, and without contraindication, a vena cava filter was deployed. The filter was in good position on completion venogram. The sheath was removed and hemostasis was noted. The patient tolerated the procedure well. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received - it was reported by the patient that a vena cava filter was deployed after being diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post deployment, the filter allegedly tilted, migrated, calcified and was unable to be retrieved; however, no filter retrieval attempts were reported. The patient alleged to experience pain as a result of the filter perforating the ivc. Based on a review of the medical records received, it was reported that a vena cava filter was deployed successfully. Completion venogram demonstrated good position. The patient tolerated the procedure well. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient¿s right neck was anesthetized and the internal jugular vein was accessed under ultrasound guidance. Venogram was performed, and without contraindication, a vena cava filter was deployed. The filter was in good position on completion venogram. The sheath was removed and hemostasis was noted. The patient tolerated the procedure well. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully. No filter deficiency was reported within the medical records provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received - it was reported by the patient that a vena cava filter was deployed after being diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post deployment, the filter allegedly tilted, migrated, calcified and was unable to be retrieved; however, no filter retrieval attempts were reported. The patient alleged to experience pain as a result of the filter perforating the ivc. Based on a review of the medical records received, it was reported that a vena cava filter was deployed successfully. Completion venogram demonstrated good position. The patient tolerated the procedure well. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard recovery inferior vena cava filter was implanted in good position without tilt for patient due to deep vein thrombosis. Approximately eleven years and nine months post filter deployment, computed tomography (CT) revealed that an inferior vena cava filter was present, and it demonstrated an umbrella-type. Filter apex was 4.7 cm inferior to the lowermost renal vein. The tips of some of the struts were straddled the inferior vena cava bifurcation. The filter axis was angled 16 degrees counterclockwise from the long axis of the inferior vena cava. Multiple filter struts extended through the wall of the inferior vena cava. One of the struts traversed the origin of the right common iliac artery, and another strut overlay the posterior wall of the left common iliac artery. Therefore, the investigation is confirmed for filter tilt and perforation of the ivc. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated and perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain; however, the current status of the patient is unknown.